Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of four photos, the following was observed: the first photo shows a device from top view with a blue reload loaded. The second photo shows the half device with a blue reload loaded. The reload can be seen partially fired with the knife exposed. The third and fourth photos shows the device from top view with a blue reload loaded; the reload could be observed partially fired and the knife exposed. Also, the knob was noted in middle way, this condition caused the knife exposed; since, the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a right open colectomy on the third firing the staples formed until the last inch then the knife blade locked. They had to open and remove from tissue. The surgeon stated he may not have closed the device entirely. A similar device was used to complete the case with no patient consequences.